Event description:
An attempt was made to use two onyx frontier coronary drug eluting stents to treat a mildly tortuous, mildly calcified lesion with 60% stenosis in the proximal left anterior descending (lad) artery. Both devices were inspected with no issues noted. Negative prep was performed on both devices with no issues noted. The lesion was pre-dilated. The 2.75 x 15mm onyx frontier did not pass through a previously deployed stent. Resistance was encountered when advancing the 2.75 x 15mm onyx frontier stent but excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement for both devices. Resistance was felt when the 2.75 x 15mm onyx frontier stent was advanced through a 6f launcher guide catheter. When the 2.75 x 15mm onyx frontier stent was removed, the struts were lifted at the back of the stent. It was then attempted to advance the 3.0 x 15mm onyx frontier stent but the same scenario occurred. Resistance was felt during advancement before reaching the target lesion. When the 3.0 x 15mm onyx frontier stent was removed, the stent struts were lifted like in the first stent. The devices were replaced with a 2.75 x 18mm and a 2.5 x 15mm onyx frontier stent and the procedure was successfully completed. The patient is reported to be alive with no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was received for analysis. The stent was positioned on the balloon between the marker bands. As per, position specification. But ,due to proximal stent deformation, the stent did not meet visual acceptance specification. Deformation was evident to the proximal stent wraps with struts raised. The device was loaded into an in house 6fr launcher with no resistance noted. No deformation was evident to the distal tip. The inner lumen patency was verified, with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the 3.0 x 15mm onyx frontier stent did not pass through a previously deployed stent. Resistance was encountered when advancing the 3.00 x 15mm onyx frontier stent due to calcium present, but no excessive force was used. There were no issues noted with the launcher guide catheter or with the onyx frontier stents used to complete the procedure. Initial reporter phone number provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.